Event description:
It was reported that this pacemaker's battery longevity has dropped over the last six months. An engineering analysis showed that the device started high rate atrial sensing at an average atrial of 271 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enable it can consume an additional 2 to 4 microwatts of power. The clinic may want to consider methods to reduce the patient's atrial fibrillation (af) and perhaps consider programming the device to a non-atrial based brady mode, turn off the atrial sensing lead, turn off minute ventilation (mv) and disable signal artifact monitoring (sam). As of this, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery longevity has dropped over the last six months. An engineering analysis showed that the device started high rate atrial sensing at an average atrial of 271 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enable it can consume an additional 2 to 4 microwatts of power. The clinic may want to consider methods to reduce the patient's atrial fibrillation (af) and perhaps consider programming the device to a non-atrial based brady mode, turn off the atrial sensing lead, turn off minute ventilation (mv) and disable signal artifact monitoring (sam). As of this, this device remains in service. No adverse patient effects were reported.